Event description:
The manufacturer received information alleging vent alarm needing service. There was no harm or injury reported. During the evaluation of the device at the customer site, an error code related to a pressure drop between the monitor and outlet pressure sensors was observed in the event log. The device's system board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously received information alleging a vent alarm needing service. There was no harm or injury reported. During the evaluation of the device at the customer site, an error code related to a pressure drop between the monitor and outlet pressure sensors was observed in the event log. The device's system board needs replaced to address the issue. The system board and blower were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and blower functioned as designed and operated without issue or error codes.